Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. Review of the log files indicate that a venous pressure high alarm occurred prior to the air alarms. Facility staff attributed inadequate blood flow and clotting to access problems which were identified as stenosis of the fistula. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and evaluated the pt's fistula for revision.there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial and venous air alarms occurred during a routine hemodialysis treatment, which could not be resolved. Facility staff attributed the air alarms to inadequate blood flow due to access problems. Clotting of the circuit occurred resulting in an estimated blood loss of 210cc. No medical intervention was required.